Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, it was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the hospira account manager was advised of this issue and were provided with a product list of those high pressure sets that are appropriate for use with power injectors. Product labeling for this device states, "caution: not for high pressure infusion." This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, the male adapter of power injector tubing sets were connected to the clave port of the extension tubing sets and were being used to deliver 100ml of unspecified contrast mediums, at a rate of 3ml/sec, with a pressure setting less than 325psi via power injectors. The option-lok male adapter of the extension tubing sets were connected to the patient's IV access sites. The customer contact reported that less than 5 minutes after the deliveries were started, 10-15ml of contrast medium leaked from the connection of the clave port and the semi-rigid female adapter of the extension tubing sets. The extension tubing sets were replaced and procedures were resumed. There were no reports of adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.